Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent a lumbar fusion and reportedly rhbmp-2/acs and/or puregen was used in this procedure. The patient allegedly suffered severe and permanent injuries due to these surgery.